Manufacturer narrative:
Tech found head hi/low drift issue. He replaced head hi/low up and down hydraulic valves to resolve the issue.

Event description:
Tech found a note on bed alleged bed stating, "broken".